Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began at 6.30 am on (B)(6) 2016. The patient reported obtaining inaccurate high results of 111, 114,119 and 124 mg/dl compared to her feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient denied taking any action regarding her usual diabetes management regimen in response to the elevated results. At an unknown time that day, following the meter issue, the patient developed the symptoms of irritable, fatigue was unable to speak and began acting psychotic at approximately 4.45 pm the same day the patient was treated by emergency medical services (ems) personnel with a glucagon injection. Her blood glucose was measured at this time on the ems meter with a reading of "26 mg/dl". During troubleshooting, the csr confirmed that the meter unit of measure was accurate and identified that the customer was storing her strips improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional after obtaining the alleged inaccurate high results with the subject meter.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.